Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected shutdown occurred. During system check with tandem technical support it was identified that the shutdown occurred due to normal battery depletion; battery had not been charged by the user. Tandem technical support informed the customer to charge the battery. The customer maintained that the pump shutdown unexpectedly. Additionally, the customer reported abnormal a1c values. Customer continued to use the pump for insulin therapy.